Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was revised due to a 250-ohm drop in impedance measurements and low -mplitude r-waves. No additional adverse patient effects were reported. This lead remains in service.